Manufacturer narrative:
Correction information. B4: date of this report - updated. G1: contact office - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes." H6: codes updated - type of investigation, investigation findings, investigation. Conclusions-updated. Additional information. D4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary. The reported event was a blurry image. A pentax medical engineer consulted with hospital staff and confirmed that the malfunction was identified during use. No patient harm was reported, and the procedure was successfully completed using a backup device. The ccd module was found to be damaged, which resulted in the image issue. Based on the investigation, a potential root cause of this failure was physical impact, such as vibration, dropping, or shock, or fluid damage to the ccd module. No patient harm was reported in association with this event. The device was repaired by pentax medical shanghai and returned to the hospital. The hospital was reminded to ensure that daily operations and reprocessing procedures comply with the instructions for use (IFU). Investigation completion and return date: 22-dec-2025. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 05-jul-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on (B)(6) 2022. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On (B)(6) 2025, pentax medical became aware of an event involving a pentax medical video gastroscope model eg29-i10n serial number (B)(6) in china within the apac region. During an endoscopic procedure, the endoscopic image on the monitor became blurry and sufficient observation and necessary treatment could not be performed. The situation was explained to the patient and the patient was instructed to schedule a re-examination. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.